Event description:
Patient in the operating room (or) consented for robotic assisted umbilical hernia with mesh. Surgeon was suturing inside layer after placing mesh. Surgeon made a grunting sound and as writer looked towards video monitor writer saw frayed wires coming from the laparoscopic needle holder. The instrument is a 8mm microcut needle holder. Needle holder was removed and sequestered off field. Ref #471309, lot k13240125 version 16.